Manufacturer narrative:
Batch review performed on 09-feb-2023: lot 2208319: (B)(4) items manufactured and released on 07-jun-2022. Expiration date: 2027-05-16. No anomalies found related to the problem. To date, 27 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after the primary surgery, the patient came in reporting pain due to joint luxation. The surgeon revised the competitor head and medacta liner and the surgery was completed successfully.